Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels dropped below 70 mg/dl while wearing the pod between 4 and 24 hours on the leg. The patient went unconscious. The emergency medical team services were called and assisted with the patient by increasing their blood glucose levels by getting intravenous therapy and infusing dextrose fluids. The patient was able to gain consciousness and have stable blood glucose levels.